Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the firing stopped on the first 60 mm reload about 20 mm into the firing and could not be completed. A 45 mm reload was then used to complete the transection of the stomach. Also on one of the second 60 mm reload firings, during the transection of the stomach , the outer rows of the staple line was incomplete centrally in a small section, so suturing was used to reinforce the staple line.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Func tional testing found that the reloads were loaded into a representative instrument (p3k0922). The interlocks were overridden. The reloads were cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly tr ansected. The reload interlocks were tested and found to function properly. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of thick tissue that has no relationship to the reported condition. The product analysis noted e vidence that the device was not used as intended. This issue may occur under the following conditions, application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the firing stopped about 20mm into the firing and could not be completed. A second reload was then used to complete the transection of the stomach. Also, on one of the subsequent reload firings, during the transection of the stomach, the outer rows of the staple line was incomplete centrally in a small section, so suturing was used to reinforce the staple line.

Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#n4e2311y); sigphandle, sig power sigphandle handle (sn: unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.